Event description:
It was reported that tip of a wire electrode perforated the balloon/cuff of an endotracheal tube preoperatively on (B)(6) 2012. The nurse discovered the issue prior to intubating the patient and therefore was not used on the patient to cause impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Analysis confirmed a visible pin hole size tear preventing the cuff from staying inflated with air. Two of the four electrode wires were severely bent with one wire torn through the lumen near its distal tip, most likely due to mishandling and/or maneuvering of the product during use.